Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Cylinder 1 was visually inspected, and leak tested. Visual inspection revealed a hole and broken fabric threads in the proximal end and middle of its body, consistent with sharp instrument damage. In addition, it was noted that the kink resistant tubing (krt) was worn from cylinder body and there was wear at fold in the distal end of the cylinder. Cylinder 1 did not pass the leakage test. Cylinder 2 was visually inspected, leak and pressure tested. During visual inspection, a hole in the outer tube from krt wear in the proximal end of the cylinder was identified. Additionally, the krt was worn from cylinder body and to the filament, and wear at fold in the distal end of it cylinder body was identified. Cylinder 2 passed leakage and pressure test. The pump was visually inspected, leak and functionally tested. Visual examination revealed that the spring was misaligned. The pump passed leakage and functional test. Based on the information available and analysis results, the reported clinical observation of fluid leak could not be confirmed, sine the sharp instrument damage found on the device is considered a secondary failure; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis revision surgery due to a total fluid loss form the system. Cylinders and pump were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis revision surgery due to a total fluid loss form the system. Cylinders and pump were removed and replaced. No patient complications were reported.